Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump errors. The customer¿s blood glucose level was 166 mg/dl at the time of the incident. Customer stated that they were able to clear alarm and able to complete rewind. Self test was performed and it was not passed. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 4 alarm followed by pump error 63 alarm confirmed in the history due to broken trace.